Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 10 years post implant of this bioprosthetic aortic valve, the patient underwent a transcatheter valve-in-valve replacement due to valve dysfunction. No additional adverse patient effects were reported.